Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Foreign distributor reported that the unit of measure setting of their locked freestyle meter was able to change from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment.